Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2015. The customer reported their blood glucose rising to 600 mg/dl. The customer was able to lower their blood glucose to 213 mg/dl. The customer also reported they were admitted into urgent care the friday before their high event. The customer stated they were being treated for bronchitis and was given cough syrup and antibiotics for treatment. Customer was advised these medications can cause high blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.